Event description:
Customer left a message and alleged he used a non bayer test strip in the contour meter and received a blood glucose reading. Specific information was not provided. No adverse event was alleged. Customer could not be reached for further information because his phone was not in service. Product could not be replaced.

Manufacturer narrative:
The customer could not be contacted in order to obtain complete personal information or product information. It's not possible to determine the manufacture date without the product information